Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2019-03269. It was reported that following a trial implant, the patient fell out of the recovery chair in post-op and hit their head. The physician performed a CT scan which showed no abnormalities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.